Manufacturer narrative:
The system experienced exposure failure during operation due to an adu phase check failure (rotation too slow). Onsite service was dispatched and the engineer was advised to replace the adu module and, if necessary, the tube. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that exposure failed. The clinical use of the system was in use. There was no harm reported to philips.